Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that 3100a ventilators that when adjusting the lower limit alarm it starts to beep when it is with in 10 of the map on the vent. At this time there was no information of patient involvement reported with this event.